Manufacturer narrative:
D4, the UDI and related information is not provided as the serial number is unknown at this time. Diligence attempts are being performed to retrieve the serial number. H4, the manufacture date is not provided as the serial number is unknown at this time. Diligence attempts are being performed to retrieve the serial number.

Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), multiple times, the level sensor alarm triggered a 'level sensor pad not attached' alarm. As mitigation, the module and sensor cable were replaced, but the issue remained. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Updated block: h6. The reported complaint was not verifiable since the product was not returned for evaluation or testing. Multiple diligence attempts for part return were unsuccessful. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.